Event description:
Hcp reported onset of infection was december 2003. Patient presented with drainage and incisional wound opening. The primary location of the infection was the lead track. Cultures were obtained and the organism found was enterococcus. The patient was treated with both IV and oral antibiotics, and the total device system was explanted. Hcp reported the infection resolved. The device was explanted but not returned to the manufacturer for analysis.